Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, atrial lead noise issue was observed. During the patient¿s in clinic visit the following day for further assessment, noise was reproduced via isometric testing. Programming changes were unable to be made around the noise while maintaining appropriate sensing. Patient was stable.